Manufacturer narrative:
It was reported that there was a small crack below the drip chamber causing a leak. One sample model 10015012 was returned for investigation. The set was examined for defects and abnormalities. A tear in the tubing below the drip chamber was observed. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the root cause of excess of solvent is due to an incorrect solvent application by the assembler and/or failures in solvent dispenser. The standard work instruction has been updated on september 05th, 2024 to define that when the spare part or part to be worked on comes into contact with the product, a maintenance work order must be generated at the time the event occurs. Additionally, a quality alert was created on october 31st, 2024 and communicated by the production supervisor to the production personnel to reinforce the correct assembly between tubing and bottom cap chamber. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed/

Event description:
It was reported that bd alaris pump module smartsite burette infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that they noticed a small crack of the tpn buretrol tubing underneath the drip chamber.